Event description:
It was reported that the customer experienced an issue with their insulin pump repeatedly reverting to the fill tubing step after attempting to resume insulin delivery. This problem led to the customer's blood glucose being reported as "high," although no specific value was provided. To address the high blood glucose levels, the customer changed the site and used multiple daily injections. No user error was identified, and the issue was ultimately resolved with the customer successfully resuming insulin delivery without requiring further assistance.